Event description:
Site reported that after inserting the lma airway into a patient, it would not remain inflated. The lma was removed and replaced with another lma. There were no complications or injury to the patient.